Event description:
The pt's family member reported that the sound processor alarm was audible. The pt was seen at the implant center for device evaluation. External equipment was exchanged and programming adjustments were made; however, the reported problem was unresolved. Further testing conducted confirmed that the device was no longer functioning. Revision surgery was scheduled.